Event description:
The complainant alleged that during a cardiac arrest of a pt, the device failed to discharge at 300 joules twice. The clinicians were able to obtained another device, however the pt subsequently expired.